Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('the client experienced severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy and removal of fallopian tubes). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff had received treatment for pain and other injuries/symptoms yes. The physician performed a hysterectomy and removed the fallopian tubes to remove essure as a result of complications. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes. Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2019: plaintiff fact sheet document received, case become valid ,new reporter, patient demographic, essure indication, start date and event injury replace with pain, psych injury, the client experienced severe bleeding and remove essure as a result of complications were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.